Manufacturer narrative:
Qn#(B)(4). The customer returned one PICC kit with spring wire guide (swg), 1.5" introducer needle, catheter over 2.5" introducer needle, and peel-away sheath for evaluation. Visual examination revealed the guide wire was kinked twice near the distal end. Both welds were present and appeared full and spherical. Both of the returned introducer needles showed evidence of use but no obvious defects or anomalies. The kinks in the guide wire measured 310mm and 324mm from the proximal end. The overall length of the swg was measured to be 337mm which is within specifications of 331-339.8mm per wire guide product drawing. The outer diameter was measured to be 0.614mm which is within specifications of 0.610-0.635mm per wire guide product drawing. The inner diameter of the 1.5" introducer needle cannula measured 0.027" which is within specifications of 0.0270"-0.0285" per product drawing. The outer diameter of the 1.5" introducer needle cannula measured 0.0358" which is within specifications of 0.0355"-0.0360" per product drawing. The inner diameter of the 2.5" introducer needle cannula measured 0.023" which is within specifications of 0.0230"-0.0245" per product drawing. The outer diameter of the 2.5" introducer needle cannula measured 0.03555" which is within specifications of 0.0355"-0.0360" per product drawing. Based on the dimensional inspection above, it is evident that the swg was only designed to go through the 1.5" introducer needle based on its larger diameter. The swg was advanced through the 1.5" introducer needle to functionally test. The swg only encountered slight resistance at the kinks. A manual tug test confirmed that the proximal and distal welds were intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing spring-wire guide. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested. Do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide.". The report of a kinked guide wire was confirmed through examination of the returned sample. The guide wire had two kinks at the distal end of its body. The guide wire and introducer needles met all functional and dimensional requirements during investigation testing. A device history record review was performed based on sales history and no relevant findings were found. Based on these circumstances, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that they are unable to thread wire through the needle.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates swg/needle resistance - kinked.

Event description:
The customer reports that they are unable to thread wire through the needle.